Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the plasma in tubes appears to have fibrin clots.".

Manufacturer narrative:
Bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin and poor plasma was observed. Additionally, retention samples were inspected with no issues being observed. The 5 customer samples were received on (B)(6) and expired on 31dec2022. Further analysis could not be performed as the tubes had expired at time of review. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and poor plasma based on the photos received. A complaint history review indicated no trend. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the plasma in tubes appears to have fibrin clots."